Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp observed that the pressure head on the iabp was installed upside down by the customer. The stm re-positioned the pressure head, performed calibration and tested the system. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical service. Full name of event site: (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated "electrical test fails code #52". It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.